Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received failed battery alarm and replace battery now alarm. The customer¿s blood glucose level was unknown. The customer states the pump is not working, it was due for a battery change, and he¿s put multiple batteries in his pump and it still says the battery has failed. Troubleshooting was performed for failed battery alarm. Advised we will send a replacement battery cap. Advised customer to monitor the pump. Advised to revert to back up plan per until replacement cap arrives. Advised to change battery as soon as possible. The insulin pump will not be returned for analysis.